Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 10:37:35. During night drain cycle five, the patient's ultrafiltration reading was 839ml, indicating the home patient (hp) drained 639ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A visual inspection was performed on the device and found no issues. The issue was identified through review of the event history logs. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.